Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined.

Event description:
The customer contact reported the power supply board had a burned transistor which was discovered during testing at the user facility when the pump could not be reset after being powered on. There were no reports of any adverse patient events or delays in the critical therapies while the device was in clinical use. No additional information was provided.